Manufacturer narrative:
Investigation results were made available. Trend analysis: no trend identified. Review of event description: it was reported that the packaging of a a.s. Humeral head d 52 h 19 was found to be damaged during surgery. The outer packaging showed no defect, but all three blisters had a 4cm crack. Implant was properly packed in blister, no contamination or scratches visible. Visual and/or functional examination: the three inner pouches are cracked/torn. The cardboard packaging is damaged and cracked. Possible causes for the reported event according to dfmea: infection -> due to failure of packaging due to insufficient sterile barrier within the sterility guarantee damaged implants through insufficient packaging -> due to damaged implants, through transportation, cause implant-instrument interface to function incorrectly. Comparison to investigation results whether it is possible and justification: possible: the sterile barrier is affected and this could potentially lead to an infection if the product is implanted. The carton package is torn as well as the three inner packaging. The damage of the package is due to damage by transportation and/or mishandling. Possible: the package is damaged and this could potentially lead to a damage of the product. The carton package is torn as well as the three inner packaging. The damage of the package is due to damage by transportation and/or mishandling. The DHR review results indicated that the released component met all requirements to perform as intended and the results of the investigation showed that it must have been a problem with the transportation and/or handling, because such damages were visible and would not be released to the market from zimmer. Such damages could occur due to a large shock to the packaging (e.g. If the package falls down). It was also reported that the external film was intact. Additionally, the kits with the implants were involved in many kit rotations and it possible that the damage occurred during the kit rotations. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The damage of the package is due to damage by transportation and/or mishandling. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer received the device for investigation on november 02, 2015. The investigation is pending. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4). Investigation is ongoing.

Event description:
It was reported, that the packaging of a a.s. Humeral head d 52 h 19 was found to be damaged on (B)(6) 2015 during surgery. All three blisters have a 4cm crack. The outer packaging was not affected. Implant was properly packed in blister, no contamination or scratches visible. The surgery was delayed for 1 hour and was completed with another device.